Event description:
It was reported by service report that the power cord was loose. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result - power cord, loose connection at cpu box.